Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as approriate. Investigation summary : according to the information provided, it was reported that during the surgery of acl reconstruction of right knee+meniscus suture of knee joint, when insert the device, did not insert into meniscus, the needle was broken off into two parts (as the attached video shows, the white sleeve was cut off by nurse in order to take clear video ). The complaint device was received and evaluated; visual inspection reveals that the device's tip is wrapped with a piece of white gauze, the needle is broken, and the shaft is bent. The plastic sleeve was partially removed by the customer, the plates were found inside the applier needle. The customer provided a video which is showing the broken needle. A manufacturing record evaluation was performed for the finished device 6l60679 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection result, this complaint can be confirmed. A possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; an excessive manipulation of the device, tilting movements of the device while it was inserted causing the shaft to be bent and leading to a needle brakeage. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer that during the an anterior cruciate ligament reconstruction with meniscal repair procedure of the right knee on (B)(6) 2021, it was observed that the needle on the truespan 12 degree peek device broke into two parts upon insertion into the meniscus. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.